Manufacturer narrative:
The company representative replaced the drive manifold (part number: 0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that the iabp generated an "electrical test failure code #58" alarm (power-up vent failed) during use on a pt. No pt injury was reported.